Event description:
The ventilator started to alarm with a high-pitched sound. It was not delivering any breaths to the patient. The screen was gray with no information displayed. The nurse was in the room at the time and respiratory therapy responded immediately after hearing the alarm.